Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic assistant reported a patient presented with 1+ superior nasal diffuse lamellar keratitis (dlk) in both eyes one day post lasik. The patient was prescribed a topical steroid eye drop. The patient was seen in follow and the dlk has resolved. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the day of the treatment. No technical issue with the system can be identified by reviewing the logfile. No technical root cause was identified as the system was operating within specifications. The root cause cannot be determined conclusively. Dlk is a known side effect of lasik. The contributing factors of dlk could be sterilization of instruments, surgical techniques, pre and post-operative medications. (B)(4).